Manufacturer narrative:
Concomitant medical products: pta5-35-135-6-4.0, ptx6 x 40, bard- rival balloon 4-2.0. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported after being used for pre-dilation, the balloon catheter was reinserted. Subsequently, the balloon ruptured when inflated at rated burst pressure. As a result, another manufacturer's balloon catheter was then used for pre-dilation. After this, the ptx6 x 40 was successfully placed. Focal calcified chronic total occlusion in the superficial femoral artery was noted the device was inserted by contralateral approach. There have been no adverse effects to the patient reported. The procedure was completed with another manufacturer's device.